Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator showed that the left ventricular (lv) lead had an high impedance measurement. Programming changes were made to resolve the issue and the patient was in stable condition.